Event description:
The facility's biomed engineer had sent an infusion pump for service where a baxter service tech had discovered a failure code 807:05. The biomed engineer had stated that no pt injury or medical intervention was involved with the pump. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.